Manufacturer narrative:
Upon investigation, a malfunction was identified. The device showed a dull cutter blade. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".

Event description:
A physician attempted arteriotomy closure using the starclose device after an interventional procedure. The physician pressed the trigger button but could not slide the sheath splitter down. The physician split the top of the sheath with a scalpel then deployed the sheath splitter and fired the clip. It was reported that closure was achieved with manual compression. There was no patient injury reported.